Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had pauses and apparent loss of output. The patient had presented to an emergency room. The device was explanted and replaced. No patient complications have been reported as a result of this event.